Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for the last 2-3 months they have been having issues with their therapy turning itself off. Patient indicated they are not manually turning the therapy off and their implant battery is not draining; patient noted they charge the implant every other day and the lowest the implant has ever gotten is 40%. Patient stated they saw mdt rep for "reprogramming" last friday, but the issue is still happening. Patient noted their therapy turned off during the night and, when this occurred, they put the wr on to confirm implant was charged and after less than 5 minutes the wr beeped that the implant was 100%. Patient added the therapy turns off once a week or 3 times a week. Agent reviewed information and advised patient to document when this is occurring and provide that information to the rep. Patient stated they made an appointment with hcp, per advice of the rep, to check implant depth. Agent redirected to hcp to further address. No symptoms were reported.